Manufacturer narrative:
Previously reported: the manufacturer received information alleging the device has a bad proportional valve. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Eval/linv new information: the product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. The product investigation lab ran the device in, and no unexpected errors were generated. Pil performed post-test on the pil trilogy evo multifunctional test station, and the device passed test. Pl concludes the component operates properly. Pil had no original device error log to review.

Event description:
The manufacturer received information alleging the device has a bad proportional valve. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.